Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluations is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor 5/8/2020, electrode belt 2/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the bathroom alone, when her husband heard her fall, and she was found unconscious in the bathroom. Ems was called and attempted to resuscitate the patient. Review of the patient's download data revealed that on the day of passing, the patient received an inappropriate treatment from the lifevest. At 8:38:23 pm, the patient received the treatment. The patient's rhythm at the time of the treatment was obscured by CPR artifact, and the post-shock rhythm was asystole. The CPR artifact contributed to the false detection. The response buttons were not pressed during the event.